Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, diabetic ketoacidosis and loss of consciousness

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On 01/31/2025, the patient experienced significant physical distress, including difficulty standing and walking, disorientation, dizziness, and elevated blood pressure. The patient lost consciousness, as it was reported that he ¿woke up¿ in the hospital. Upon arrival at the hospital, a fingerstick blood glucose reading was taken, showing a level close to 500 mg/dl. The patient¿s cgm receiver was not brought to the hospital, so cgm data could not be verified. However, prior to the event, cgm readings were reportedly between 140¿160 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU). Treatment included intravenous insulin and fluids. The patient was discharged after a three-day hospital stay. There was no documentation of further medical evaluation or follow-up intervention. When asked about his current condition, the patient stated, ¿I'm having kidney issues,¿ though it is unclear whether this is related to the dka episode. It was understood that the patient recovered from the dka. No additional details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.